Event description:
Pt rang bell to get assistance to use the bathroom. Pt & rn went into the bathroom & the toilet was malfunctioning. The rn went to call maintenance dept. On the way back to help the pt with toileting, rn saw pt attempt to back up his wheelchair. Pt was evidently too forceful when trying to back up and swing wheelchair around since he then tipped over backwards in the chair, and fell out of chair onto the floor. Pt hit head on the floor. Dates of use: 2008. Diagnosis or reason for use: swing bed pt rehab for left below knee amputation.